Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient went to the emergency room for suspected shocks. Upon interrogation it was noted that the patient had one episode of ventricular fibrillation with multiple shocks due to t-wave oversensing on the right ventricular (rv) lead. There were also several episodes of nonsustained ventricular tachycardia due to the oversensing. The device was reprogrammed and the rv lead remains in use. No further patient complications have been reported as a result of this event.